Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. The reported framerate error was confirmed and the umbilical cable was replaced. This resolved the issue. The umbilical cable was returned to the manufacturer for evaluation. Analysis confirmed the reported problem "frame rate errors". A broken cable wire (pin 8) was found. A communication failure mode was confirmed, with a broken wire in the umbilical cable being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system displayed the error "image framerate below expected levels". The image acquisition system (ias) and mobile view station (mvs) were rebooted and the umbilical reconnected two times without resolution. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully using a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.